Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging there are a few problems with the animas insulin pump. He can smell insulin and thinks the insulin pump could be leaking. In addition, the display has a crack. At the time of concern, the patient reportedly had low blood glucose reading in the 50¿s mg/dl. Animas made 3 attempts to contact the patient back for more information but was not successful. This complaint is being reported due to the unresolved animas insulin pump issue. There was no report of any required medical intervention or symptoms to suggest a serious injury.